Event description:
Describe event or problem: pt death.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2000 and the patient¿s cause of death was ¿epilepsy, unspecified, asphyxia, other and unspecified convulsions.¿ a sudep (sudden unexpected death in epilepsy) evaluation performed by external experts was performed which determined that the death met criteria for classification of probable sudep.